Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed no physical damage was observed where foreign matter remained. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The detection method is described in the instruction manual evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope experienced the forceps not being able to pass through the channel. It was unknown when the event was identified. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was insufficient reprocessing of the scope which was used for the next procedure. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
Prior to returning the device, the customer confirmed the following about the reprocessing of the device: (a.) The customer cleaned, disinfected, and sterilized the device before sending it to olympus, (b.) The customer is unaware of the foreign material, (c.) There was no delay in the start of precleaning, (d.) There was no abnormalities in the accessories used for reprocessing, (e.) There were no other concerns about the reprocessing. The device was returned to olympus for evaluation. The customers allegation of unable to pass through the channel was confirmed. This was due to foreign matter clogging the suction cylinder to the grip restricting the movement or passageway of the brush through the channel. Additionally, the following findings were also identified, and are as follows: (a.) The plastic distal end cover (c-cover) was chipped, dented and scratched, (b.) The distal end plastic cover had dents and scratches, (c.) The bending section cover was cracked, (d.) The brush passage from the suction cylinder to the grip was restricted or clogged, (e.) The evis image had multiple black dots, (f.) The camera switch1 and 3 were cut, (g.) The insertion tube buckled at the grip with a crack from the coating, (h.) The control body was missing the ring on the suction cylinder, (I.) The light guide tube had scratches, (j.) Angulation was low on the up/down, and left right wires, (k.) The control movement play was out of specification from the up/down and left right wires, (l.) And all labels were out of specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.